Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep checked the power into the workstation and measured the power coming into the work station to the surge surpressor board. However once the skins were removed from the workstation and visual inspection of the r1 on the surge surpressor board was fractured, he removed and replaced the surge surpressor board and booted the system several times without error. The system operates as intended.